Event description:
An (B)(6) female patient with a wound to the right hip was being treated in a long term care facility with v.a.c. Therapy to assist with granulation tissue formation. The patient had been receiving v.a.c. Therapy since (B)(6) 2010. According to the treating physician, too much foam was placed into the wound causing the foam to adhere. The treating physician reported that the patient was brought to the office on monday (B)(6) 2010 where he removed the v.a.c. Granufoam dressing with a scalpel, no anesthesia was required. The size or number of v.a.c. Dressing foam pieces was not specified by the physician. The treating physician stated that the patient had no complications from the foam removal procedure or conditions to resolve.

Manufacturer narrative:
V.a.c. Therapy system safety information and application instructions state "cut v.a.c foam dressing to dimensions that will allow the foam to be placed gently into the wound without overlapping onto intact skin. Gently place the foam into wound cavity, ensuring contact with all wound surfaces. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure, or hinder exudate and foam removal.